Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. The lot number was not provided from the reporter to conduct trend analysis. This report is below the threshold of the FDA's requirments for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.

Event description:
Consumer's son reported that father used product for approximately 4 hours. Upon removal of product, skin was pulled leaving "eraser and quater size holes." Skin looked like a bad sunburn with red spots. Treated with cold packs, aloe vera, and neosporin. Stated that both legs are scarred.